Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle eclipse s/t 25x5/8 rb leaked at the luer connection the following information was provided by the initial reporter: "cannula can be connected tightly onto the luerlock tip connector; it means that cannula eems to be at the end of it , but it is not yet connected correctly. - it was also discussed at (B)(6) from (B)(6) 2020- exemplary two syringes were provided. This has already led to the incident that the cannula is inadequate coonected and oncologics drugs leaked at the connection point. There was no need for vigilance notification as there was any recognizable harm happened to the patient."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/20/2020. H.6. Investigation: as a lot number was unknown for this incident, a review of the production history could not be performed. To aid in the investigation of this issue, three physical samples were returned for evaluation by our quality engineer team. The three samples consisted of one used eclipse product and two unused needles. A braun omni fix syringe was also provided. The samples were visually inspected and no damages or defects related to leakage could be observed. The returned sample seems to have been assembled too tightly with a slightly slanted appearance. The two unopened returned samples were assembled into the syringe and no issues were observed. When removing the needles from the syringe, the luer lock accessory disengaged from the syringe without damage. Based on the investigation results, a cause for the reported incident could not be identified. Smartslip technology (tm) has been introduced to help ensure that a secure connection is made with luer slip syringes. It has been designed to reduce the risk of needle disengagement from luer slip syringes, which are the most common syringe design (in europe).

Event description:
It was reported that needle eclipse s/t 25x5/8 rb leaked at the luer connection the following information was provided by the initial reporter: "cannula can be connected tightly onto the luerlock tip connector; it means that cannula eems to be at the end of it , but it is not yet connected correctly. - it was also discussed at the mako from (B)(6) 2020- exemplary two syringes were provided. This has already led to the incident that the cannula is inadequate connected and oncologic's drugs leaked at the connection point. There was no need for vigilance notification as there was any recognizable harm happened to the patient."

Event description:
It was reported that needle eclipse s/t 25x5/8 rb leaked at the luer connection the following information was provided by the initial reporter: "cannula can be connected tightly onto the luerlock tip connector; it means that cannula eems to be at the end of it, but it is not yet connected correctly. It was also discussed at the mako from (B)(6) 2020- exemplary two syringes were provided. This has already led to the incident that the cannula is inadequate "connected" and oncologics drugs leaked at the connection point. There was no need for vigilance notification as there was any recognizable harm happened to the patient."

Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 305760 to investigate for this record. Due to the global pandemic, manufacturing facilities have been closed and sample delivery may be delayed. Once the samples are available to be analyzed this record will be re-opened and an accurate assessment can be completed. Unfortunately, as this time, bd is unable to verify the reported issue or determine a definitive root cause as it related to the manufacturing process. No corrective actions are required. Unfortunately, based on available information, without affected sample and without bhr analysis, since lot has not been provided, bd is not able to identify any possible root cause related to needle manufacturing process at this time.